Manufacturer narrative:
(B)(4). Products have been returned to (B)(4) for evaluation and forwarded to the complaints and vigilance engineer for investigation. Supplier (B)(4) manufacturing history record ¿ (B)(4). A document review was performed on the manufacturing history records with the following observation: 1. 27 pce¿s (product complaint examination) have been supplied semi-finished with no deviations recorded. Zimmer biomet manufacturing history record/mhr - 6115358 a document review was performed on the manufacturing history records with the following observation: 6 pce¿s have been packaged with no deviations recorded. Etching, anodising, packaging and final inspection has been carried out with no issues found or recorded on the manufacturing history record. No further complaints have been received for the same lot number. 2 complaints have been found for the same part number. The anodizing, etching and packaging operations carried out by (B)(4) have no impact on the dimensional integrity of the implants. The implants are quality inspected before being packaged and distributed. All implants were accepted through final inspection. No corrective action is required as the supplier documentation provided confirms that the shell was dimensionally conforming to pre-defined drawing specification when manufactured.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034-2017-10097, 0001825034-2017-10098. (B)(4). Concomitant medical products: 010000848 g7 neutral e1 liner, lot 6109023. The 010000731 g7 neutral arcomxl, lot 6126468. The 110017331 g7 bispherical shell, lot 6115358. MDR was filed previously under MFR number 0001825034-2017-10099. Upon determination that (B)(4) was legal manufacturer, device was transferred to (B)(4) for complaint processing. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported two liner(s) could not be impacted into an already placed acetabular cup. The force from the impaction blows subsequently fractured the acetabulum. The cup had to be removed and the surgery was completed with a cemented device. Surgery was delayed 60 minutes. No further information has been made available at this time.